Event description:
An altitude alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received tips from technical support on preventing altitude alarms and was able to resume insulin delivery with the original cartridge.